Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced reduced vision. Surgeon observed glistening in lens. Has performed yag capsulotomy to the left eye to assess improvement to vision. Additional information has been received that the eye was around 6/9.5 unaided and corrected to 6/6 with a small myopic correction. Additional information was received stating that the left eye feels cloudy and was offered sulcoflex for residual refractive error.

Manufacturer narrative:
This report originally filed as 9612169-2022-00719. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).